Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined there was delay in order crossing over. A technical support specialist (tss) logged into the device and identified data sync errors indicating manual recovery was required due to change tracking mismatch. Troubleshooting was performed using knowledge article, manual recovery required - datasyncinvaliduploadchangetrackingvalue and knowledge article, retry mode: insert into tx.transactionsession, including stopping services, executing scripts, truncating data, and restarting services. Subsequent errors revealed a foreign key constraint issue caused by a missing user account snapshot record on the server. Analysis confirmed a mismatch between old and new snapshot keys, and records were updated on the device to align with the correct server snapshot key. After restarting services, data synchronization completed successfully with no further upload errors and sync status showed current. Additional checks identified inbound interface discrepancies on the device, which were cleared after a data sync. Customer confirmed the device was functioning properly, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stopped uploading to server. However, there were no delay to patient care and adverse events or injuries reported based on this incident.